Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement test and self test. No unexpected audio or vibrate anomaly or absence of alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons were sticky, unresponsive and not always alert when empty. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.